Event description:
Information received indicates the right foot siderail would not latch. The bed is in storage.

Manufacturer narrative:
The technician inspected the latch mechanism and found that the newer siderail inline spring kit was never installed. He replaced the siderail latch to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 380". Consignees were sent upgrade kits which they could have their qualified personnel install themselves following video instructions or they could contact hill-rom for assistance.